Manufacturer narrative:
Batch review performed on 02 january 2024 lot 2319276: 199 items manufactured and released on 06-sept-2023. Expiration date: 2028-08-16. No anomalies found related to the problem. To date, 107 items of the same lot have been sold with no similar reported event during the period of review. Additional implant involved batch review performed on 02 january 2024 on liner: mpact 01.32.3648hct flat pe hc liner ø36/f (k103721) lot. 1907435 lot 1907435: 140 items manufactured and released on 09-oct-2019. Expiration date: 2024-09-21. No anomalies found related to the problem. To date, 137 items of the same lot have been sold with no similar reported event during the period of review.

Event description:
Immediately after the primary hip surgery, the patient sustained a dislocation of the head from the liner. The surgeon revised the stem, head and liner. The surgery was completed successfully.